Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The device was bloody and the implant was received outside of the sheath. The sheath, tip, core wire, and implant was microscopically and tactile inspected. Inspection revealed tip damage (tricuts flared/ abrasions/ markerband dent), sheath damage (abrasions), numerous kinks in the sheath and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 24 april 2018. It was reported the anchor of the closure device punctured the delivery system upon recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 30mm watchman® laa closure device & delivery system were used. The closure device was deployed, but the position was not good. The closure device was fully recaptured. It was noted that the anchors of the closure device punctured the delivery system and the anchors were deformed after the full recapture. The closure device and delivery system ere fully contained in the access system. The procedure was completed with another 30mm closure device. There were no patient complications and the patient's condition was stable. However, device analysis revealed marker band damage and kinks on the delivery system.